Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion that breached the outer insulation 6.1cm to 6.7cm from the distal tip. No additional anomalies were found. The cause of the insulation abrasion was consistent with friction to the ICD can or a feature of the heart.

Event description:
This report is to advise of an event observed during analysis.